Event description:
At the end of the surgical case, the technician discovered a significant amount of saline left in the warmer after removing the warmer drape. It was obvious there had been a defect or hole in the warmer drape.